Event description:
During use for a cardiopulmonary bypass procedure, an air bubble alarm was issued, causing the pump to stop rotating. No air was present in the extracorporeal circuit. The air alarm could not be cleared, and consequently, the pump could not be started. The pump was rotated by means of the manual drive crank until the end of cardiopulmonary bypass. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not completed. The event is reported as a serious injury because of the reported need for the health care professional to intervene in order to prevent permanent impairment.